Event description:
The customer states that the vein did not close post procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. The catheter was examined visually and tactilely: no kinks or other anomalies observed on the catheter shaft. The connector was viewed under microscope and found no damage or anomalies. The device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. The temperature reached 120degrees c and held it for the remainder of the 20 second cycle. The device passed continuity and resistance functional testing: e+ to e- 89.4hms (80-113ohms), tc+/tc- 113.6 (lte 250ohms), esistor 1 value 13.60kohms (13.43-13.97kohms), and resistor 2 value 8.07kohms (7.90-8.22kohms).